Event description:
Attorney states a medtronic deep vein stimulator was installed in the pt's supthalamus on september 1998, at medical center. The pt suffered greater spasms than before the implant. The physician later seen reported that both leads of the electronics device had broken.